Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was hospitalized due to a high blood glucose (bg) level over 400 mg/dl and diabetic ketoacidosis. The customer alleged there was ¿an error with the pump¿. Reportedly, the customer reverted to an alternate method of insulin delivery. Multiple follow up attempts were performed by tandem technical support to obtain additional information. A response from the customer was not received, therefore, a root cause was unable to be determined.